Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the quicklink seed cartridge could not be loaded into the loader carriage. Per additional information from ibc via email 20sep2019; it is unknown if another device was used to complete the procedure.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. The returned sample was evaluated and performed as intended. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿the quicklink® cartridges are constructed of radiation-resistant polycarbonate, and hold a maximum of 20 components. The cartridges are marked with a descriptive icon and scale to indicate the identity and approximate quantity of the contained component, as well as provide a visual key for insertion into the loader carriage. Carriage the carriage is designed to hold the quicklink® cartridges containing seeds, spacers, and sourcelink¿connectors. Each slot in the carriage is keyed to a specific cartridge to prevent mix-ups. The carriage may be moved front to back to align the desired component cartridge with the dispensing indicator, or to allow compression and ejection of a seed train. The carriage is also equipped with a quick-release button to allow for carriage removal and inspection. Assembly base and ruler the assembly base is designed to provide a track for the compression of the seeds and sourcelink¿ connectors. The ruler provides a means for verifying that the desired train configuration is obtained prior to delivery into the needle. Dispense button the dispense button transfers one component from the indicated cartridge to the assembly track when pressed. Lead glass door this shielding door is designed to provide radiation protection for the user while allowing for visual inspection of the seed train in the assembly track. The door is automatically latched closed, and may be opened by pressing the door release button on the rear of the assembly base. Compression slide handle the compression slide is designed to deliver the necessary stylet force for compression of the seeds and the sourcelink¿ connectors into a seed train. The compression slide is factory adjusted to ensure that the proper compressive force is delivered every time. The compression slide is fitted with two support doors to minimize buckling of the stylet during compression. Gate button the gate button is designed to control the gate at the end of the assembly track which is the base for compression of sourcelink¿ connectors and seeds. The gate will be closed in normal (up) position to allow for compression. When depressed, the gate will open and allow the seed train to be dispensed through the needle adapter. Needle adapter stainless steel adapters are provided for the attachment of implant needles to the quicklink® delivery system. They are designed in 4 different styles to fit all commercially available implant needles." H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the quicklink seed cartridge could not be loaded into the loader carriage. Per additional information from (B)(4) via email 20sep2019; it is unknown if another device was used to complete the procedure.